Event description:
It was reported that during the implant procedure while performing capture test, the pulse generator exhibited loss of capture. The device was reprogrammed and the test was successfully completed. The device remained implanted. The patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.